Event description:
The following has been reported: "pump failure while delivering selected volume to be infused. The pump has infused an oncological treatment faster than programmed. The pump has carried out preventive maintenance a month and half ago." Reporting due to a potential overdose situation. On the night of (B)(6) 2022, an infusion of 515 ml of a cytostatic treatment was programmed to a [4 year old female] patient in 23 hours and 30 minutes, after 20 hours of infusion the pump alarmed because the contents had run out, so the infusion ended before the time it was configured. Due to this event, the effect of the treatment was not as desired. Days later and based on what happened, two infusions of long periods of time (450 ml/24 hours and 400ml/24 hours) are made to check if the pump works. The infusions do not end correctly, a volume is programmed in a while and the pump alarms because it runs out of content before the time in which it is programmed is fulfilled. These have been the last two programmed infusion before being sent back for evaluation. Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed. No infusion could be identified on the reported event date. Nothing on history log is matching with complaint description (reported date) and additional information (infusion of (B)(6) and reproducible tests done) last use of the device was on (B)(6) . Nevertheless the device log was fully analysed. All data found showed that calculated volume matches recorded volume. The reported device was received in (B)(6) for investigation. Nothing was noticed during external visual check. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.